Event description:
The customer reported that an alarm did not sound when a pt got bradycardia that developed into asystole. The pt later died.

Manufacturer narrative:
(B)(4). The customer reported that an alarm did not sound when a pt got bradycardia that developed into asystole. The pt later died. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.